Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, g3, g6, h2, h6 and h11. The complaint for implant movement was confirmed with other empirical evidence as confirmed by the edwards clinical specialist present at the case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There was one nonconformance attributed to this work order, but it is unrelated to the complaint event. Available information suggests that the contributing factors leading to this event was both patient and procedural factors. Patient factors include cardiac anatomy that was in a suboptimal state for the pascal procedure. Thin cardiac tissue, along with significant prolapsing and chordal tears, created an unstable environment for the implant to reside in. With this, the implant placement was not secure and would migrate and rotate a bit. Additionally, the procedural factors may also include the weight of the implant combined with the frail tissue likely contributed to the tear of the leaflet near the annulus.

Event description:
Additional information received stated that a pfo closure device was placed between the two implants to help reduce the mr further. After the first implant, the leaflet appeared to be torn from the annulus (not around the paddles/clasps). The physician was very meticulous and careful. Overall, the physician did not believe the device is to blame. The patient was very sick, and this was the only potential option for the patient. 3 days post-op, the patient passed away.

Event description:
Edwards received notification of a pascal in mitral position where post deployment, the leaflet tore and appeared to be partially attached. This was a kind of hail mary case for a very acutely sick patient that was not a surgical candidate. After deploying the first device, the valve appeared to tear, and the leaflet was very thin and friable. The procedure was completed where mr was reduced from 4 to 3. Additional information received from the implant patient registry team stated that the current patient status is deceased. The cause of death is unknown.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.